Event description:
It was reported that this implantable pacemaker device exhibited atrial undersensing of atrial fibrillation. Technical services (ts) advised follow up with device interrogation to evaluate atrial lead. This device remains in service. No adverse patient effects were reported.